Manufacturer narrative:
Tech service spoke with biomed who reported that in the middle of a case the system appears to fluoro but the image was black on the monitors. Service troubleshot , found the fluoro kv was at 40kv in auto mode and had biomed switch to manual fluoro and raised the kv, but monitor was still black. Biomed could perform digital spot exposures without issue, both on small and large filament. Biomed decided to finish the case using digital spot exposures and would call back to troubleshoot as needed with service on a follow up phone call the customer reported that the system was fully functional, but did not know the details of any repair.

Event description:
Customer reports they are in the middle of a case and the system appears to fluoro but the image is black on the monitors. They were able to complete the case with digital rad shots. No reported injury.